Event description:
The customer reported via phone call that they exposed their insulin pump to moisture. The customer stated their insulin pump was functional, but noticed more frequent alarms. Customer reported receiving no delivery alarms and low battery alarms after inserting a brand new battery. Customer's blood glucose was 196 mg/dl. The customer declined to troubleshoot for their insulin pump and requested a replacement insulin pump. Customer will be returning their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.